Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Review of medical records did not provide additional info surrounding the pt's course of care. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile filed. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler cassette and the diagnosis of pseudomonas peritonitis.

Event description:
The following was obtained from medical records provided by the pt's clinic. Medical records noted the pt recently developed pseudomonas peritonitis was treated with levaquin, ceftazidime and cefazolin. Onset of the peritonitis was not clearly mentioned in records other than it is "recent". No further info was provided about the event.

Manufacturer narrative:
Device review- the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found (B)(4) lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification, per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
The returned liberty cycler found indications of dried fluid within the device.